Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it occurred during a laparoscopic vaginal hysterectomy procedure. The suturing device was being used for sewing the vaginal cuff. There were issues on several sutures wherein the needle was dropping out of the jaws prior to finishing the stitch. The suturing device was difficult to toggle and difficult to load. The surgical time was extended over thirty minutes or more due to the product problem with no adverse event. In order to resolve the issue and complete the case, used another unit but still had issues. There was no patient injury.